Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, drug or alcohol abuse, smoker, peri-implantitis, fistula, mobility ((B)(6) are same patient).